Event description:
Related manufacturer reference number: 2017865-2022-01032. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Device interrogation revealed, high capture thresholds, r-wave amplitude variation, noise and lead fracture on the right ventricular lead. In a procedure on (B)(6) 2021 both products were replaced, the right ventricular lead was capped and the pacemaker was explanted. The patient was in stable condition.

Manufacturer narrative:
The pacer was received from the field with battery voltage above elective replacement level. Visual inspection of the header and connectors found no contamination or foreign material and also no anomaly found on the header related to the field concern. Electrical, mechanical, and longevity analysis was normal with no anomalies found.